Event description:
It was reported to philips that the host pc was not switching on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found host pc was not switching on. During the inspection, the fse discovered that the host cpu was not receiving power and a malfunction in the host pc, which was obstructing the system from starting up. To resolve the issue, the fse replaced the host pc and sent the part for further analysis and the result showed the psu was not supplying power or operational, confirming a complete failure, which led to the host pc malfunction. After replacing the host pc, the system operated as expected before being transferred to the customer. The codes were updated based on the investigation outcome.